Event description:
Customer reported with a issue of leak in cable. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the objective lens is peeled off. This report is being submitted for adhesive part of the objective lens found peeled off on device evaluation.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Device return evaluation was completed . The customer reported complaint was confirmed. Device inspection found (leakage) watertightness not maintained due to holes in the universal cord (cable/connector) caused by external factors. Watertightness is not maintained due to holes in the curved rubber due to external factors. In addition, it was found the adhesive part of the objective lens has come off due to handling. Furthermore, the following findings during inspection were noted on the device: the bending angle is insufficient due to the elongation of the angle wire. The curved rubber adhesive is missing. The vent metal on the light guide (lg) connector is loose due to external factors. The video connector is cracked due to external factors. The video connector case is cracked due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress from cleaning and disinfecting. Olympus will continue to monitor field performance for this device.